Manufacturer narrative:
Product analysis: fracture of the cable was confirmed by reception test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a temporary pacing wire was inserted and an external pulse generator (epg) was connected to the wire using the cable. Pacing could not be delivered. However, when the temporary pacing wire was connected to the epg directly pacing could be delivered. It was suspected that the cable was fractured. The cable is expected to be returned for analysis. No patient complications have been reported as a result of this event.